Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during set up for a procedure, shortly before the implantation, it was noticed that the twinfix titanium anchor could not be screwed in and was sitting loosely on the applicator. The procedure was delayed for less than 30 minutes. Back up device was available. As per the preliminary results of the investigation, the visual inspection shows the insertion device was returned with the distal end fractured away from the shaft.

Event description:
It was reported that during set up for a procedure, shortly before the implantation, it was noticed that the twinfix titanium anchor could not be screwed in and was sitting loosely on the applicator. The procedure was delayed for less than 30 minutes. Back up device was available. As per the results of the investigation, the visual inspection shows the insertion device was returned with the distal end fractured away from the shaft.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the distal end fractured away from the shaft. The anchor and suture strings were still in position on the fractured tip of the inserter shaft. There is biological debris on the used items. A functional evaluation could not be performed on the device due to it being broken. There was a relationship found between the device and the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.